Event description:
It was reported, "tip fell off. Opened two weeks ago and have used 2-4 times since then. Device usually lasts one to two months or until markings disappear. It is sterilized either every night or after each procedure. This morning when doctor opened and uncoiled it, the tip fell off". No patient contact; therefore, no injury to patient.

Manufacturer narrative:
The device in question is the marked spring tip guidewire, a 210 cm long solid metal mandrel with a flexible, variable thread, spring attached to the proximal tip. The marked spring tip guidewire is a reusable instrument to be used in conjunction with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilator systems. This was originally reported as a reportable event due to a sentinel event reported on medwatch 3007305485-2011-00067. The failure mode from the sentinel event was the proximal end of the spring tip was bent (not broken as initially reported by the end-user). The failure mode of this incident is not related to the sentinel event failure mode. This event did not involve patient contact with the device, nor was there any patient injury associated with this event. This was erroneously reported under the above sentinel event. Conmed corporation does not consider this to be a reportable event.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 3007305485-2011-00067. The device is being sent to conmed by the end-user facility; however, has not been received to date. A supplemental report will be submitted on completion of the quality engineering investigation of the incident. Device not yet returned to conmed corp.